Event description:
Dealer advised right black plastic piece that attaches the bar on the side is broke and caused side to swing out opposite way, while dealer looking at rollator and turned back in dealer broke the handle, no injury, dealer could not provide any further information...(B)(4).